Event description:
The doctor claims that the graft was implanted three years ago (2000) for a femoral-popliteal procedure. Three years after being implanted, the doctor thought the patient had developed an anastomatic pseudoaneurysm. He found that the graft had actually ripped slowly and developed a mid-graft pseudoaneurysm.